Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used to sew the lip. During the procedure, while sewing the lip, the suture broke. Changed to another one to complete. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/10/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.